Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, the patient claimed that as a result of the alleged issue, she developed symptoms of "severe dizziness and was ready to pass out" on (B)(6) 2012 (time unclear). The emergency medical services (ems) was contacted and at 8am (on (B)(6) 2012) the patient allegedly was administered a glucose tablet and food as treatment by the health care professional (hcp) and 20 minutes later, obtained a reading of "176mg/dl" with the ems's meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique per owner's booklet recommendation; however, the alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.